Manufacturer narrative:
Product ID, 8835 serial# (B)(4), product type programmer, patient: product ID, 8784 serial# (B)(4), implanted: 2012 (B)(6), product type catheter: product ID, 8781 serial# (B)(4), implanted: 2012 (B)(6), product type catheter (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure when the hcp attempted to attach the catheter to the collet, the head of the collet broke free. The hcp pushed the collet head back into place. There were no patient symptoms/injuries related to this event. Patient status was noted as "alive - no injury/no adverse event". The pump was delivering dilaudid.